Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of a rash with redness, inflammation, pimples, blisters, drainage, dry skin and a scar which extended beyond the patch perimeter. The patient had pain with itching and burning sensations. The area was swollen where the sensor was placed with red pimples covering the skin from almost to the shoulder down to the elbow. At the time of the event the patient did not have a fever or a high blood glucose. He went to the emergency room with his parents where he was given a prescription for ten days of oral penicillin and released. After the event he continued to take the antibiotic and the parent stated the area was healing stages. No additional patient or event information is available.